Event description:
Customer reports a fiber leak at the onset of treatment on reuse number 6. This leak was noted by an audible blood leak alarm and confirmed with hemastix. Estimated blood loss was 350cc. Treatment was continued with new disposables without incident. This pt was treated with antibiotics (ancef, then vancomycin; dosage unknown) as a result of a postive blood culture. No pt injury reported.